Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that worsening patient condition contributed to this event. However, this cannot be confirmed. The noted regurgitation and arrythmia appears to be related to reported paravalvular leak. The reported hospitalization, unexpected medical intervention and surgical intervention is the result of case-specific circumstances, as post-implant valvuloplasty was performed and permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and first-degree atrioventricular (av) block. During the procedure, the valve was able to be implanted. Post-implant, 2 days later the patient developed a moderate aortic regurgitation and a prolonger pr interval. The patient is most likely to receive a permanent pacemaker. The patient's status was recovering.